Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. It was noted that the pocket eroded through the skin. The implantable pulse generator (ipg) system was explanted and replaced a few years later. No further patient complications have been reported as a result of this event.